Event description:
The ventricular assist device (vad) coordinator from the site in (B)(6) reported that small mobile echo densities on the inflow cannula were noted on echocardiogram (echo) and that inflow thrombus cannot be excluded. This was noted when the patient was in the clinic. There was no effect on the patient. The inr was 2.5-3.2 and the patient is on warfarin and aspirin.

Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) showed 5 low flow alarms have been logged since (B)(6) 2015. Log report shows parameters to be within normal operation. Waveform trends of this nature are indicative of normal pump operation. Clinical correlation is required. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. In addition, review of controller log files did not reveal any abnormal pump operation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines that serious and life threatening adverse events including device thrombosis have been associated with implantation of ventricular assist devices (vads). Setting of parameters and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) are outlined in the IFU. Based on the limited available information, no conclusion can be made regarding the root cause of the event. Patient comorbidities, coagulopathies, and pharmacological factors are known to potentially contribute to these types of events. With review of the available information there is no indication of any device manufacturing or performance issues impacting the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.